Event description:
Patient is deceased. Dod was (B)(6) 2020. Possible ventricular over and undersensing on stored egm prior to death. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).